Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/11/2026, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The day of the event the patient experienced loss of consciousness. It was unknown if the patient experienced a hypo or hyperglycemic event. It was unknown what the cgm device was displaying at that moment. According to the patient, no alert was heard "because it only alerts in whenever the cgm reading goes below 50 or above 250". It was unknown how long the patient was unconscious for, but the patient was brought to the hospital. When a fingerstick was taken at the hospital, the cgm reading was low, and the blood glucose reading was 120 mg/dl. Most likely treatment for hypoglycemia had already been given and that moment, but this could not be confirmed. The patient got admitted and was treated with soda, food and insulin per injection during that time. No further medication was reported, and the patient was discharged after 3 days. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.